Manufacturer narrative:
G4:07jan2021. B4:08jan2021. The customer stated that the device was being set up for use, and once it was found the device would not turn on, another v60 was brought in for use. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse replaced the power management pcba to resolve the reported issue and the device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
It was reported to philips that the device would not power on. The device was not in use at the time of the event. A good faith effort was made and the customer stated that once it was found the device would not turn on, another v60 was brought in for use. There was no delay to patient care and no medical intervention required. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer has attempted to remove the v60 battery and turn on the unit. The customer stated that the amber power light is illuminated. The rse emailed the customer letter for parts availability update.